Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the endo therapy accessories or metal part of the cleaning brush touched the biopsy channel port when the user inserted/withdrew those products which may have caused the event. Investigation also found dirt that remained on the subject device due to incompletion of reprocessing, because the bending section cover leaked. The event can be prevented by following the instructions for use which state: "bronchofiberscope bf-e2 series chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus bronchofiberscope due to an angulate issue noted during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the forceps channel port was shaved. This report is being submitted to capture the shaved forceps channel port found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There were low angles found in all actuating directions. Additionally, the forceps channel port was found shaved off. If additional information becomes available following the device evaluation, a supplemental report will be filed.